Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (missing segments). Analysis also found the upper case, ring cover, and battery drawer are broken. The lower case is broken and contaminated. The battery release and lead flex cover are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower screen of the external pulse generator had "bad" vertical lines. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.